Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the mfg record for this particular batch # 4425683 shows that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with stable angina. The index procedure treated a lesion in the proximal right coronary artery (rca). The lesion was 2.5 mm wide, 10 mm, long, and 80% stenosed. The physician predilated the lesion prior to placing a 2.5 x 16mm express2 bare metal stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. On day 1709, the patient presented with multiple episodes of atypical chest pain and "borderline elevation in troponin." The admitting diagnosis was acute coronary syndrome. The patient was referred for cardiac catheterization. During catheterization, the mid rca was treated with a 3.0 x 8.0 mm taxus stent. The patient was discharged one day later on aspirin and plavix. In the opinion of the physician, there is no relationship between the tvr and the stent. In august 2007, the clinical events committee determined that there may be a relationship between the tvr and the stent.